Event description:
The customer stated that she had a bd ultra fine insulin pen needle break off during an injection. She went to an emergency department she had an x-ray which showed the needle and was told to follow up with her primary care physician. The customer saw her primary care physician on (B)(6) 2014 who told her that the injection site was not infected and that she should just leave it alone for now.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history records revealed no irregularities during the manufacture of reported lot number 3128361. Conclusion: without a sample, a root cause for this incident could not be identified. (B)(4).